Event description:
It was reported that the implantable pulse generator (ipg) reached recommended replacement time (rrt). The device memory was analyzed by the manufacturer and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery impedance value was beyond the expected upper range. Analysis indicated elective replacement indicator (eri) due to high battery impedance was recorded on (B)(6) 2014. (B)(4) version 8 was installed on 2011-06-29. High battery impedance leading to eri. (B)(4).